Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the sets are not intended to be used with power injectors. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp catheter extension sets had the "extension set portion" of the lines (tubing) "swell-up like the size of a pen". This was observed during use with power injectors. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.